Manufacturer narrative:
(B)(6). This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm ,vicmo12.6, -8.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was removed and replaced for a shorter length lens within the same surgery due to excessive vault and significant reduction of irido-corneal angles. It was reported that the problem resolved. Cause of event was reported to be unknown.